Event description:
Event description: ecn event description: physician wired the ripv and said the wire was stuck. He couldn't retract or advance. He didn't feel it was stuck on tissue but stuck in the catheter. He was in flower. We undeployed the splines and then the wire was able to move. We removed catheter and wire in body and found that in flower the wire would not advance or retract. Only if the splines were undeployed would the wire move. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: we were in flower so we undeployed the splines to neutral and then the wire was able to move what is the next course of action?: open and new rosen wire and catheter so the catheter and wire system could be sent back together patient present at time of event?: yes. Patient complications: no patient complications procedure number: (B)(4).

Manufacturer narrative:
The sample was returned in a cardboard box, and the guidewire was placed in a double zip-lock type bag marked biohazard. The pouch had a label attached stating the customer's complaint number and information about the guidewire. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. The guidewire returned with fractured ribbon. The ribbon protruded from the coil at 0.7cm from the distal weld. The coil and core remained intact. There are two bends present approximately 22.5cm and 27cm from the proximal weld. The portion of the ribbon behind the distal weld was not visible and permission to deconstruct was granted from the customer. The ribbon broke right at the weld. There is evidence of necking on both sides of the ribbon fracture point, which would suggest that this fracture was due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Review of the failure matrix analysis rsk-dfmea-000049 rev.4 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. As indicated in the IFU (instructions for use) precautions section: prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.